Event description:
Customer called stating that meter readings did not match the readings at their dr.'s office. Customer refused to troubleshot on the phone and requested that the meter be replaced. The customer was asked to return the meer and a replacement meter was provided. Customer was invited to call 24/7 with future questions or concerns.